Event description:
Caller reported that t:slim x2 pump battery would not charge despite using the tandem charging cable and wall adapter, without any power source alert noted in pump history. There was no adverse impact to the customer¿s blood glucose level. Customer tried different wall adapter and charging cable without success, leading to tandem technical support's decision to replace the pump. Customer was informed about receiving a replacement pump with updated software, instructed on steps for returning the problematic pump, and advised on backup therapy using mdi.